Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller with resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reappear.